Event description:
It was reported that the patient had an inappropriate shock due to a supra-ventricular tachycardia and change in the intrinsic morphology. Technical services discussed some programming options. The doctor may want to medically manage the supra-ventricular tachycardia. There were no additional adverse patient effects. The system remains implanted.